Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). Sorc inspected the device and confirmed the following: -the reported phenomenon was reproduced. The endoscopic image was black, was not displayed and was not restored. -the insertion section, the adhesive of the bending section, and the remote switch 3 were damaged. -the objective lens was chipped. -the labeling of the connector was peeled off. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image was not displayed. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, based upon the past similar cases, there is possibility that the reported event was caused by breakage of the image sensor unit, defect of the circuit board inside the video connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.